Manufacturer narrative:
Format history file analysis has confirmed hardware low level failure error alarm due to poor solder joints at the u1 ambient light sensor on keypad assembly. The insulin pump passed the full functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected pump error 62 noted during our testing. The insulin pump had scratched case and fading serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed pump error 62 twice. The self-test was not okay. Customer's blood glucose level was 183 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.